Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during placement of the PICC catheter, the customer found that the gap between connecting parts of the groshong kit was so large that the connection was disengaged just with a pull. The catheter was immediately trimmed and a new connector accessory was used. It was reported this occurred with five devices. This report addresses the fourth device.